Event description:
Three endeavor sprint drug eluting stents were implanted in the rca during the index procedure.an angiographic complication of dissection occurred after the second and third stent were implanted.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).